Manufacturer narrative:
Concomitant medical products: (1) repose bone screw system (76353200m); lot: 0207247530; manufactured: july 26, 2013; expiration: july 26, 2015; 510k: k981677 (2) repose bone screw (76310200m); lot: 0207287764; manufactured: august 09, 2013; expiration: august 09, 2015; 510k: k981677. (B)(4): part of this device remains in the patient and the other portion was disposed of. No devices will be returning. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Event description:
It was reported that a female patient of approximately 46 years in age complained of post-operative pain and infection ¿with the tongue part¿ of a hyoid and/or tongue suspension surgery performed on (B)(6) 2012, using the repose system (medtronic airvance bone screw system). Any impact from the pain and/or infection was described as being only ¿temporary¿ in nature, with no significant intervention or treatment required¿as it was also reported that an additional procedure was performed only for ¿suture removal¿. Furthermore, upon request of an update on the patient¿s current status¿a report of ¿she is home doing well¿ was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.